Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to bent guide pins on belt receptacle. The root cause for the bent guide pins was unable to be positively identified. There were no adverse events associated with the damaged monitor.